Event description:
It was reported that the right ventricular lead triggered a lead warning for high impedance observed during a remote monitoring transmission. During an in-office visit, undefined impedance was noted, no capture was noted at higher outputs, and oversensing was seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2005 (B)(6). (B)(4).

Event description:
The lead was removed and replaced.